Event description:
The stent reportedly separated during placement. Another stent was placed without difficulty. The stent segment was not removed during the second stent placement. The segment was successfully removed at another facility.